Event description:
The manufacturer received information alleging a trilogy 100 device "had not been ventilating properly" while in patient use. The patient was "stable after ambu bagged and that the device has been put on the patient again. The device was operating properly on the patient when the rep arrived. The patient's spo2 was never measured throughout the event." The allegation has been reviewed by the clinical expert, and it has been assessed as non-serious injuries. Therefore, the device did not contribute to a serious injury or death. During the evaluation of the device at the manufacturer's service center, it was confirmed that the pressure was increasing, and the ventilation volume was stable. The technician noted that air was not being delivered at the set pressure due to the device was used with pressure control. However, review of the error log, confirmed that the "lower limit of inhalation pressure", "lower limit of vte", and "lower limit of minute ventilation volume" alarms had occurred on the date and time of the incident. During testing, the device failed the flow portion of pm test. The cause of the unstable ventilation volume was considered to be a malfunction of the flow sensor. Possible causes the pressure did not increase, due to a blockage of the intake port, a malfunction of the pressure sensor, or a malfunction of the motor blower assembly or control system. The technician recommended replacing the device's sensor board, system board, and motor blower assembly to address the issue. Additionally, the device's mixing fan foam and 43-micron filter was replaced in conjunction with the replacement of the motor blower assembly. Repair tests were performed, alarm checks, battery checks, running tests, and cleaning were performed, and normal operation was confirmed. Software version 14.2.05 was confirmed.